Event description:
It was observed during the device inspection, there was foreign material in the biopsy channel of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 & h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from control unit. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: fu states the detection method in urf-v3 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-v3 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.